Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch: 6009382 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch: 6009382 were previously tested in complaint (B)(4) on 22/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional (flow test) test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot: 6009832 was manufactured according to the wi version 98 and packaging in the multivac 14, on 23/oct/2024, with a total of (B)(4) units. Welding: the lot: 4j03148 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 18/sep/2024, with a total of (B)(4) units. Gluing of connector: the lot: 4j03152 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 17/sep/2024, with a total of (B)(4) units. The lot: 4h03285 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 18/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot: 6009832 no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.